Manufacturer narrative:
(B)(4). Batch # unk. Additional information was received: the surgeons use a psee60a device and 2 green, gst60, reloads, and one gold, gst 60, reload with slrs. They feel the issue appears to be occurring on the proximal 1/3 of the staple line of the gastric sleeve. The surgeons are concerned with the slr being the contributing factor to the leak as this is the newest variable to their procedure. The rep states there are no issues intraoperatively with the device or its performance, or with staple formation. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the sleeve gastrectomy procedure, the doctor completed the procedure without incident. Two weeks post-op patient presented with symptoms described as acute with tachycardia. The doctor admitted patient and performed exploratory laparoscopy. Endoscopic leak test was performed and bubbles we noted on test. The drain was placed however, no more information on resolution was given. There was patient consequences.